Manufacturer narrative:
The lot was manufactured between may 2-3, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were inspected and showed evidence of a missing fillport/sterility cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap from the fill port of small volume intermate was missing. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.